Event description:
Had been seeing an error code on the 780g pump that my basal settings were too high! Double checked and it was not! Also double-checked the setting with the medtronic's nurse. This pump is new and updated with software version 6.61, however, had been noting decreased bs and smartware has been active for 24 hrs. I went to emergency room on the 28th after passing out in grocery store requiring emergency assistance! I was transferred to hospital to be checked. My blood sugar was relatively low for me. 100 I felled and slightly injured my shoulder, but I was not admitted! I received a critical medical alert from medtronic's on january 30 stating I needed to update device to 3.1 version? Not clear on these instructions.